Event description:
On (B)(6) 2012, the lay user/patient in poland contacted lifescan (lfs) alleging that his onetouch select mini meter was reading inaccurately compared against another device. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. It is not known when the alleged issue first began. On an unspecified date/time, the patient reportedly obtained blood glucose readings of "192mg/dl" with the subject meter and "160mg/dl" with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with insulin (self adjuster); however, it is not known what action the patient took in response to the alleged meter issue nor is it clear how often the patient tests his blood glucose. At an unspecified time after the alleged issue occurred, the patient reportedly developed symptoms of shaking and sweating. It is not clear if the patient tested his blood glucose with the subject meter at the time when his symptoms began. According to the csr's documentation, at an unknown time later the patient reportedly administered an unspecified dose of insulin (type unknown) as self-treatment. It is not clear why the patient administered insulin as treatment, it is not known how soon after his symptoms improved, and it is not clear if the patient retested his blood glucose with the subject meter after treatment. The patient indicated he had tested his blood glucose with another device, however, reading is not known. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The meter was returned and was tested on (B)(4) 2012 and meter passed testing and the test strips were tested on (B)(4) 2012 and also passed testing and the complaint was not confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.